Manufacturer narrative:
(B)(4). Baxter evaluated the device and found that the motor was failing. It was determined that this failing part caused the system error 105 alarms and has been replaced.

Event description:
During baxter's evaluation of a spectrum pump, the device experienced system error 105. There was no patient involvement.